Event description:
Customer reported her insulin pump alarmed button error and she cannot clear it. She had to remove the battery to stop the alarm. Customer's blood glucose was unknown. The device was not exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The pump was received with minor scratches on the lcd window, a broken belt clip slot, a cracked case at the reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.